Event description:
It was reported that the stent deployed proximal to the target area, requiring an additional device to be deployed. The 100% stenosed target lesion was located in a severely calcified and mildly tortuous superficial femoral artery (sfa). A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected to be implanted using a crossover approach. However, during the procedure, the stent did not deploy right away, and after the catheter shaft was pulled to fully deploy the stent, the stent was proximal to the target area. To close the gap between the stent and the previously deployed distal stent, a third non-boston scientific stent was deployed. The patient condition after the procedure was good and it was confirmed there was good flow through the target lesion.